Event description:
Boston scientific received information that during a routine device implant procedure, this right ventricular (rv) lead perforated. An echocardiogram demonstrated blood in the pericardial space. A pericardial drain was placed with approximately 500cc blood drained. The patient became agitated and blood pressure (bp) was noted to have decreased from 160s to 90s. A pericardial drain was placed with approximately 500cc blood drained. The bp notedly improved following the drain placement. Post-operatively, the lead measurements were found to be within acceptable limits. No further issues were assessed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.